Event description:
It was reported that the patient with this pacemaker system and this right ventricular (rv) lead presented with episodes of presyncope and was subsequently evaluated after presenting to the hospital. Electrocardiogram (ECG) review identified intermittent loss of capture (loc) and high capture thresholds on the rv lead. The patient was noted to have an underlying rhythm of complete heart block with pacing dependence. Due to the patient already being prepared for a scheduled procedure, there was limited opportunity for additional troubleshooting at that time; however, review of previously obtained ecgs demonstrated ventricular pacing inhibition. During the procedure, this rv was observed to capture consistently; despite this, the implanting physician elected to proceed with insertion of a new rv lead and replace the pacemaker. This rv lead was surgically abandoned and this pacemaker was explanted. The procedure was completed without complications, and post-implant measurements on the newly implanted system were reported as satisfactory. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was not returned for analysis since was surgically abandoned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.